Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As stated in the event description, when the site biomed discovered the fuses were blown he replaced them and brought the system back up to working order. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that two fuses blew on the mobile viewing station (mvs), and the site biomed replaced the fuses. This occurred when they brought the system in the room. There was no patient present.